Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast draining battery while using the adc freestyle libre reader. The customer lost consciousness and was treated by her husband who gave her glucagon for hypoglycemia. A subsequent hcp contact was made but no further treatment was report. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a fast draining battery while using the adc freestyle libre reader. The customer lost consciouness and was treated by her husband who gave her glucagon for hypoglycemia. A subsequent hcp contact was made but no further treatment was report. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.